Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be due to a lack of solvent used between the tip of the connector to the bolus tip and hollow rod connector. This is a manual operation and the solvent is placed during the bonding process. The production personnel were notified about the reported issue. A quality alert was posted in the line to reinforce the manual assembly and to make the operators aware of the reported issue. A new fixture will be designed to improve and standardize the solvent application between the tip connector to bolus tip and hollow rod connector. A new fixture was placed in the assembly line to control the length of the connector. This action will detect the connectors that do not meet the minimum length. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the tube broke while inside the patient. The two pieces were found via x-ray. As a result, the patient underwent an endoscopy to retrieve the tip of the tube. The patient had abdominal distension.